Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ hypodermic needle pierced through the shield in the packaging. The following information was provided by the initial reporter, translated from dutch: "we (customer (B)(6) have identified a production error in a box of bd microlance 3 needles (ref.300600 / lot.no. 220824). The needle is not inside the tube, but protrudes through the packaging."

Event description:
It was reported that the bd microlance¿ hypodermic needle pierced through the shield in the packaging. The following information was provided by the initial reporter, translated from dutch: "we (customer 0800/084401998/008) have identified a production error in a box of bd microlance 3 needles (ref.(B)(4) / lot.no. 220824). The needle is not inside the tube, but protrudes through the packaging.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-feb-2023. A device history record review was completed for provided material number 300600 and lot number 220824. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples and one (1) physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, we were able to confirm the reported defect. The needle showed the expected product (a cannula joined at the hub) and then an extraneous cannula stuck on the hub with residual epoxy (the adhesive used). H3 other text : see h10.